Manufacturer narrative:
(B)(4): macroscopic and optical examination revealed thread crest and flank damage; this damage appears to have initiated at the start of the thread, and is consistent around the damaged portion of the thread. Functional evaluation with sample m8 mas head found all set screws unable to be engaged. The above observations are consistent with misalignment of the mas and set screw threads during construct assembly.

Event description:
It was reported that the patient underwent a posterior spinal surgical procedure. It was reported that the set screws slipped during insertion into the bone screws. The screws were removed and replaced. No patient complications were reported.